Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump underwent multiple intermittent unexpected resets. Customer's blood glucose level was approximately 300 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.